Manufacturer narrative:
The device is currently being evaluated. When the investigation is complete a follow-up report will be sent.

Event description:
The report stated that when the electrosurgical pencil was connected to a ms-bm (non-valleylab) generator it activated without pressing the button. There was no reported pt injury.